Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). On (B)(6) 2023 it was reported that the patient had a lead revision. On 2023-10-31 additional information was received from the rep reporting that the patient¿s leads were replaced as the patient was not getting adequate coverage with the original position of the leads. The medical doctor and patient decided on a lead revision. The cause of the issue was unknown. It was stated that imaging did not show obvious migration of leads. Records noted that leads were both tested intra-op to ensure adequate coverage, however, it was also reported that the replacement did not resolve the issue as the patient still expressed that the revision of the leads did not change anything. Pt leads from revision were discarded during revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-apr-2027, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 19-apr-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.